Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke in the middle of the body when the surgeon grasped the needle with a needle-holder after passage through the tissue. The needle piece was retrieved during the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual needle involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.